Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Complainants were advised to cut the inflation line which will allow water in the balloon to drain so the fms may be removed, and as a result the fms is draining stool without difficulty. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. The actual date of event is unknown, so the date used was the date convatec became aware. This MDR was originally planned to be submitted with the asr as part of the retrospective review that was committed to the FDA following the warning letter. However, during the current FDA inspection, the FDA investigator suggested that this MDR be filed now. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
Complainants experienced difficulties in deflating the balloon. It is reported that they are able to irrigate but it goes in slowly. It is also reported that they repositioned the patient however; it is still slow to irrigate but did improve slightly, but they are still unable to deflate the balloon.